Event description:
A product liability claim has been raised. It was reported by the pt's counsel that his client received a sulox head on (B)(6) 2009, on the right hip. The pt was also implanted with allofit s- alloclassic shell, metabloc stem and durasul alpha insert neutral. The health insurance company of the pt reported that "harmful substances from hip implant of the pt got into the blood circulation". Pt was hospitalized due to (B)(6). Notes: complaint re-opened on (B)(6) 2013. (B)(4), this complaint has to be reported to FDA retrospectively.

Manufacturer narrative:
The investigation report has been received. Our findings are reported below: as the products were not available for the investigation, the scope of the investigation was limited. No adverse trend has been identified for this issue. The quality records indicated that these components met all requirements to perform as intended. On (B)(6) 2010 the pt was blood tested for (B)(6). The pt showed acute (B)(6) infection syndrome as described in the surgeon's letter from (B)(6) 2010. The implanted items were sterilized by either gamma irradiation or ethylene oxide sterilization with validate process parameter. (B)(4) infection is an acute type of infection and incubation time is from 10 to 45 days. The first symptoms can appear at earliest after 5 weeks. This means the pt would have been infected by (B)(6) around (B)(6) 2010. The implantation surgery was performed on (B)(6) 2009. If the implant had brought the (B)(6) into the pt's body, the acute infection symptoms should have shown within 5 weeks namely about (B)(6) 2009. However, this is not the case. There is no developement of (B)(6) due to the components of the hip prosthesis. Based on the given info and the results of the investigation, were not able to identify a specific root cause for this issue. At this time we consider this event closed. However, we will continue to monitor and trend for similar reported events. (B)(4).